Manufacturer narrative:
It has recently been identified that spring clips on diti racks may have sharp protruding corners. After removing the diti can from a developmental m2000sp, gloves were torn and the finger scratched of an abbott molecular employee. An additional abbott molecular employee cut a finger while working on a diti can in a machine shop (non-standard user environment) enough to draw blood. Three additional observations of sharp edges were documented, although these observations did not result in injury.

Event description:
After a recent internal company complaint, it has been identified that spring clips on disposable tip (diti) racks may have sharp protruding edges. In the associated complaint, after removing the diti rack from a developmental version of the m2000sp during evaluation, testing and removing the tips from the rack, a glove was torn and an abbott molecular employee's finger was scratched. This observation of sharp spring clip edges has no effect on m2000sp operation or functionality, and no impact on patient results. The sharp edge of the diti rack's spring clip may cause personal injury of a scratch or cut. This injury carries risk of infection. The exposed spring clips do not normally contact biohazardous material, but are inside the instrument in close proximity to potentially biohazardous substances. Weekly decontamination procedures are recommended within the operations manual maintenance procedures and operators are to be trained in compliance with good laboratory practices and general biohazard and safety.